Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the ultrasound gastrovideoscope exhibited the acoustic lens had a chip at the adhesive layer and the balloon water channel was clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. Based on the results of the investigation, it is likely that the events occurred due to wear and tear damage with customer mishandling and with increasing use/time. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.